Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15/1.5 maverick over-the-wire ptca catheter was advanced to an unknown lesion. The balloon ruptured at 8 atmospheres. The total number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as "good."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 0.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.per the operative report:operative indications: the patient is a gentleman who last week I performed a mitral valve repair. He has some severe mitral annular calcification and repair required debridement of mitral annular calcification, reconstruction of mitral valve annulus with aotologous pericardium, sliding valvuloplasty and annuloplasty. On his postoperative echo, he was found to have 4+ mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.